Event description:
Per importer's MDR: (B)(6) 2012, rbs - the dealer reported that the unk model and serial numbers mechanical wheelchair wheel locks were not holding. There was no pt injury reported.

Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(4) since there was no model number provided and the device was not returned for eval.